Event description:
Boston scientific received information that this patient exhibited several episodes of ventricular tachycardia with noise, loss of capture which led to pacing inhibition for greater than 2 seconds. The arrhythmia logbook was cleared and overnight it filled back up again with noise episodes. Several isometric techniques were done to recreate the noise and a chest x-ray was taken. On the x-ray the lead looked bent and potentially fractured. This patient uses a continuous positive airway pressure machine at night and it is believed that it may be causing some electromagnetic interference with the device and or lead. The patient was not symptomatic but as this patient is dependant the physician elected to replace the lead and device. To date, there have been no additional adverse patient effects reported.

Event description:
--

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.